Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.

Event description:
The micro reciprocating saw was sent for service; during performance testing the blade shot out of the saw. No adverse event was associated with the event or the device.